Manufacturer narrative:
Pump not in manufacture mode. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, and force sensor test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. Pump received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had blood glucose level of 300 mg/dl-350 mg/dl. The product was returned for analysis.